Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported they experienced a high blood glucose was probably 400 mg/dl at the time of the incident. The customer did not mention how they treated or any symptoms. The customer was most likely wearing the insulin pump during the incident. The customer reported the reservoir had leaked and there was insulin coming from the insulin pump's reservoir compartment. Troubleshooting was completed. The customer was also assisted with cannula fill and advised to monitor the insulin pump. The insulin pump will not be returned for analysis.